Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported alarming downstream occlusion when no occlusion present which was verified through a review of the event history log. Evaluation was unable to reproduced the reported symptom. The cause was identified to be a failed downstream tubing guide which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion when no occlusion was present (nuisance alarms) in low setting. There was no patient involvement. No additional information is available.